Event description:
On (B)(6) 2014, the distributer contacted animas stating the down arrow keypad button was underresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings: there was no visible damage found to the keypad. The down arrow keypad button was found to be intermittently responsive. The remaining keypad buttons responded as expected. The keypad cover was removed and contamination was found under the up, down and contrast button key contacts. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.